Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5-6 hours post procedure of sleeve gastrectomy, the areas where the device was used were all found to have a large amount of clotted blood. Patient had to be brought back due to approximately 2500 ml of bleeding from jackson-pratt (jp) drain at short gastric vessels which occurred as the result of a device failure and was considered as life-threatening. Patient underwent computed tomography scan. Laparoscopic sleeve gastrectomy was performed as additional surgery and the surgeon used pharmacologic intervention such as gelatin-based hemostat and placed drains. Patient had 5 units of blood transfusion. It was observed that during the procedure, there was no regrasp alert and normal tones were heard all the way throughout.